Event description:
It was reported that dislodgement of the patient¿s right atrial (ra) lead was noted. On (B)(6) 2026, the physician elected to cap and replace the ra lead. During the replacement, the physician was unable to extend the new ra lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition remained stable.

Event description:
New information received indicates that increased capture threshold, decreased sensing, and decreased pacing impedance were noted on the ra lead. Dislodgement was confirmed by diagnostic imaging.